Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-49065; related manufacturer reference number: 1627487-2020-49066. It was reported that the patient experienced ineffective stimulation. Additionally, the ipg had been inoperable for years (exact date unknown). As such, surgical intervention took place wherein the entire system was explanted to address the issue.